Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized due to high blood glucose levels. Customer's blood glucose level when hospitalized was over 700 mg/dl. Customer's symptoms were diarrhea, vomiting which had some blood, and he was unable to eat. Customer stated the day prior to the event the insulin pump kept alarming no delivery. Customer discontinued use of the device and is using manual injections. Current blood glucose level was 280 mg/dl. No further information to report.